Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). This is filed for inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3. The clip delivery system (cds) was advanced and placed on the mitral valve. During deployment when removing the lock line (ll) after about 15-20cm, resistance was met and the ll could not be removed. The clip was unlock and the cds removed. A new clip was deployed, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and without a device to analyze, a cause for the reported mechanical jam (inability to remove the lock line) could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.